Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The physician noted prior to the procedure that there seemed to be a less than normal amount of hydrophilic coating on the main body of the device. The physician determined this based on how the surface felt. The device was used in the patient without any issues. The physician reported that the access route was not an issue with this patient, but device delivery may have been difficult if the access vessel diameter had been smaller. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (cause is unknown). Conclusion: (cause is unknown).